Event description:
A surgeon reported that during a procedure, the infusion line disconnected from the 23 gauge non-valved cannula. There was no harm to the pt.

Manufacturer narrative:
The customer did not retain a sample for this complaint report, therefore, functional testing could not be conducted. The customer did not retain the finished goods lot number, device history review and lot history could not be performed. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The root cause is unk. However, it is believed that the customer complaint is related to the loose fit issue, which is believed to be design related. An internal investigation has been opened. (B)(4).